Event description:
It was reported that a patient underwent an atrioventricular reciprocating tachycardia (avrt) wolff-parkinson-white (wpw) syndrome ablation procedure with a carto 3 system and there was noise on the ablation and electrocardiogram signal during preparation. When this happened, the affected catheter was not inside of the patient's body. The physician did not have any signal to available to monitor the patient's heart rhythm. The cable was replaced but ultimately the physician switched to a competitor system. There was a 10 minute delay overall. The procedure was completed. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).